Manufacturer narrative:
Qc data provided by the customer indicated the instrument was within the customer's established ranges prior to and after the event. No service call was requested or initiated. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low glucose (glucm) results generated by unicel dxc 600 pro synchron chemistry analyzer for two patients. The results were not reported out of the laboratory. Subsequent testing produced higher results, which were reported. There was no effect to patient or user.